Manufacturer narrative:
Arkray has requested the return of the subject meter and strips for eval, but has not yet received them. If either strips or meter is returned, arkray will evaluate the product and file a follow-up report.

Event description:
Caller indicated the assure 4 meter was reading high. Female pt has 2 hypoglycemic episodes where she appeared to have symptoms of poor neurological status. That evening she read 67 was administered sugar and later read 60. Pt was transported via airvac and later expired.